Manufacturer narrative:
Troubleshooting was performed by hospital staff, and found damage to the intensity switch. Customer replaced the intensity switch, issue resolved on site. No further evaluation is needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2012 had the led panel that would intermittently fluctuate from amber to blue/amber. There was no report of harm, death or serious injury. No environmental or safety concerns.